Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-05185. It was reported that following recent falls the patient experienced auto-reducing. Furthermore, it was also discovered that both leads had migrated, and the issue was confirmed via x-rays. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.